Event description:
The customer reported occlusion alarms. There was no adverse impact to the customer's blood glucose level reported. The customer declined a follow-up from customer support at that time, and additional information was not obtained.